Manufacturer narrative:
Trackwise ID#:(B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting jaws. The c-ring was observed to be intact. The c-ring was observed to be straight and not in its normal curvature and close to the harvesting device jaws. No other visual defects were observed in the photograph. Based on the photographic evaluation, the reported failure "material deformation" was confirmed. The lot #3000379867 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Correct section: - remedial action init ¿ other: removed information ¿(B)(4). ¿

Event description:
N/a

Manufacturer narrative:
(B)(4). Correction...h6- removed problem code 1384.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure after the dissection process was completed, vasoview hemopro 2 c-ring and the harvesting tool were coming out too close together when starting to ligate branches. When the jaws of the harvesting tool were open, the c-ring would actually be inside of the jaws. Due to this defect, the device was deemed unsafe for use and was immediately removed from the surgical field. A new hemopro 2 kit was opened and the remainder of the case was finished without further issues. The only surgical delay was the time needed to open up a new kit which was about 3 minutes. No injuries occurred due to the defect. Photo provided by complainant shows device with evidence of blood with the c-ring in between the jaws.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure after the dissection process was completed, vasoview hemopro 2 c-ring and the harvesting tool were coming out too close together when starting to ligate branches. When the jaws of the harvesting tool were open, the c-ring would actually be inside of the jaws. Due to this defect, the device was deemed unsafe for use and was immediately removed from the surgical field. A new hemopro 2 kit was opened and the remainder of the case was finished without further issues. The only surgical delay was the time needed to open up a new kit which was about 3 minutes. No injuries occurred due to the defect.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.